Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The therapy pcb assembly was replaced, and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported that the device was displaying the service indicator and had an error code logged in memory indicating a potentially critical failure. There was no report of patient use associated with the reported failure.